Event description:
Syringe use for covid-19 under emergency use authorization (eua): carepoint safety syringes had 2 different issues the syringe and needle were tightened at the bevel yet they continue to detach from each other. When a new/different brand needle added - works well. Two (2) 3ml syringe/needle lot 20201005 - stopper in syringe (tall) moved horizontal, causing a barrier to not allow vaccine to expel from syringe. FDA safety report ID # (B)(4).